Manufacturer narrative:
One cadd-ms 3 pump was returned for analysis in used condition. The investigation determined that the pump had a faulty lcd. The lcd was replaced.

Event description:
It was reported that a cadd® cadd-ms® 3 alerted block in line. Father of the patient states he inspected the tubing and found no kinks; so he changed the tubing. However, the pump alerted 10 minutes later. Father switched to back up pump and is having no issues. Father also states something is wrong with screen on pump. The device malfunction did not cause the patient any harm.